Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, a detailed patient outcome following the revision and the explanted devices has been requested to aid the investigation of this event, however, none are available and thus there is only very limited information available for the investigation. It has been confirmed that the explants were discarded following the revision surgery. The appropriate device details have been requested, and if provided, the relevant device manufacturing records shall be identified and reviewed and this information will then be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts revision after 8 days as the surgeon believed he had the patient 12mm too long. The stem and head were revised and replaced with a smaller stem and short head.

Manufacturer narrative:
Per -915 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, a detailed patient outcome following the revision and the return of the explanted devices was requested in order to progress with the investigation of this event, however, it was not available and thus there was only very limited information for the investigation. It was confirmed that the explants had been discarded by the hospital following the revision surgery. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional speficiation at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, repoting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit ts revision after 8 days as the surgeon believed they had made the patient 12mm too long. The stem and head were revised and replaced with a smaller stem and short head.